Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness (fatigue, brain fog, hair loss, cold hands,dry skin, dry eyes, and acne), right side capsular contracture; baker grade iii, and left side breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and was presented with generalized illness (fatigue, brain fog, hair loss, cold hands,dry skin, dry eyes, and acne), right side capsular contracture; baker grade iii, and left side breast pain. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.